Event description:
The user reported one event of a used needle stick when engaging into the protection device. The nurse stated that they heard it click (indicating proper engagement) yet the needle tip was not fully inside the protective sheath. Upon disposal of the device, the rn allegedly received a stick in their hand. After the stick, the rn noticed the needle was bent and the tip of the needle was outside of the protection. The rn reported that they did not notice if the needle was bent prior to engaging into the protection.